Manufacturer narrative:
Device out of warranty; no request for manufacturer's service.

Event description:
The customer reported that the ventilator was alarming due to a blower temperature high occurrence. The customer reported the unit was not in use therefore there was no patient involvement or harm. A prolonged blower temperature high occurrence may result in a vent inop during normal ventilation operation. Vent inop is a high priority condition that precludes safe operation of the ventilator. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The patient must be placed on another means of ventilatory support. As the device is out of warranty, the facility biomedical engineer contacted manufacturer's product support (pse) for assistance, and reported the unit had recently received service before the reported problem occurred. Pse advised the biomedical engineer check the fans and airflow. The biomedical engineer reported the fan was installed incorrectly which resulted in the reported problem. The biomedical engineer reported the fan was properly installed and the reported problem was resolved.